Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: found a white floater in the final container. No patient involvement.

Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number 400409596. One sample was received for evaluation. The solution in the bag was filtered out, and after filtration two white particles of less than .2mm were present on the filtration membrane. There was not enough of the particulate on the membrane to send it for ft-ir analysis, and therefore the substance could not be identified. There is not a point within the production process where particulate matching the particulate found would be present. As a result, we have determined that the particulate did not originate from the production process. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.